Event description:
It was reported whiles using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes underfill. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. The photos were reviewed and the indicated failure mode of underfill was observed. Additionally, 100 retain samples were visually inspected with no issues identified. Furthermore, 10 retain samples were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported whiles using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes underfill. Samples were recollected. There was no other health impact or consequences reported.